Manufacturer narrative:
Proper technique and maintenance were reviewed with the customer and no issues were identified. The customer communicated that they did not have any remaining reagent available. Without the returned reagent, an investigation cannot proceed and therefore the root cause cannot be determined. Lastly, the customer communicated that they are going to replace the instrument. The dcu reviewed the certificate of analysis for lot in use at the time of the event, and the product met and passed all specifications upon manufacturing release. The cause of this event in unknown. No product problem identified.

Manufacturer narrative:
Initial investigation into the customer issued showed the customer is performing proper maintenance and passing quality controls. Siemens has requested return of reagent for further investigation. Cause of event is not known.

Event description:
The customer reported that they received a false negative hcg results on their clinitek status+ (sn (B)(6)) compared to retesting of the same sample on another clinitek status+ (sn (B)(6)) analyzer. The patient's pregnancy was confirmed from repeat testing. There is no report of injury due to this event.